Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen separated from the base overnight without impact, leaving the device no longer watertight, though it continued to power and deliver insulin; the issue aligns with a device bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.